Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed a fracture at the rod holder¿s distal tip. The remaining distal tip was not returned for evaluation. Device was then sent for fracture analysis. The fracture analysis report notes that the fractured surfaces exhibit rough characteristics that extends across the entire surface suggesting that the tip underwent a static overload failure. No material defects or other abnormalities have been identified in the fracture analysis report. A definitive root cause for the rod holder¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report notes that the fractured surfaces exhibit rough characteristics that extends across the entire surface suggesting that the tip underwent a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Viper mis rod holder broke. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.